Event description:
It was reported that during stent deployment in the mildly calcified right internal carotid artery the stent jumped forward, partially covering the target lesion. A second stent was implanted to cover the proximal segment of the lesion. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B)(4). Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. To ensure this is not a result of mfg deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. In this case, the stent only partially covered the target lesion and another stent was deployed. Without the return of the device, a definitive root cause for the reported deployment issues cannot be determined; however, there is no indication of a product quality deficiency.